Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The incident was reported by a healthcare provider (hcp) via an email sent on 01may26. The patient was using a pod and suspected it was not properly inserted in the infusion site. Following the incorrect placement of the pod, the patient experienced a significant rise in blood glucose levels of greater than 250 mg/dl (13.9 mmol/l) while wearing the pod for an unknown duration. The hyperglycemia was not addressed rapidly enough, resulting in a hyperosmolar hyperglycemic decompensation. Consequently, the patient was admitted to the intensive care unit (ICU) for treatment. At present, the patient is uncertain about continuing with pod therapy and has expressed a preference of returning to multiple daily injections (pen therapy). The patient is currently administering insulin using a pen. The patient¿s hcp requested upcoming deliveries of pods to be stopped. The specific blood glucose values associated with the event were not provided. The length of hospital stay and treatment were not disclosed. There were no further details provided.